Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported the patient was experiencing pain at the ipg site. The patient reports on (B)(6) 2016 she noticed the ipg site is swollen and tender to touch. The patient denies any drainage or redness is present at the ipg site though she herself feels feverish. The manufacturer has not been informed of further follow up at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient went to the emergency room on (B)(6) 2016 due to the pain at the ipg site. In addition, there wasn't any redness present at the ipg site. No medical intervention was taken at the ER visit and the patient will follow up with a physician in the future